Event description:
A patient reported experiencing inaccurate high results with a surestep enhanced meter. The patient's blood glucose was 119mg/dl (this was the only result provided in the reported issue notes). Tests were done 21-30 minutes apart with a difference of > 20%. Patient did not experience any adverse events. No further information has been reported.